Event description:
It was reported that the bone cement has long setting time, approximately 14-15 minutes after vacuum mixing. The cement has a longer sticky and dough phases and it feels very soft during application. No consequences or impact to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Report source: foreign ¿ sweden. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
Upon further assessment of the reported event, it was determined that medwatch report should not have been filed as there was no indication that the device caused or contributed to a serious injury. Given this information, this medwatch report will be voided.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d2, g1, g3, g6, h1, h2, h6, h10. Upon further assessment of the reported event, it was determined that medwatch report should not have been filed as there was no indication that the device caused or contributed to a serious injury. Given this information, this medwatch report will be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.